Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The trocar seal broke at the clipper's introduction. The seal was damaged for both devices. In order to resolve the issue and complete the case, opened a new trocar and cannula. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary; post market vigilance (pmv) led an evaluation of one device the visual inspection of the returned product noted that the circular seal was cut. The trocar only was received. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related conditions. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.